Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. At the beginning of a routine hemodialysis treatment, the cycler displayed arterial pressure alarms. The operator adjusted the arterial access needle, while the pressure alarms continued. The partially filled cartridge circuit was determined to have clotted by the time that the operator attempted rinseback, which resulted in a 50cc blood loss. No medical intervention was required.

Manufacturer narrative:
The reported blood loss has been attributed to rinseback not performed in a timely manner following unrecoverable alarms. Facility staff reported that the cause of the arterial pressure alarms was attributed to access needle issues. The cycler alarmed appropriately. There is no evidence of a device malfunction. The user's guide states that rinseback should be promptly performed in the event of an unrecoverable alarm. A direct correlation between the reported blood loss and the nxstage system one cannot be established. Nxstage considers this report closed.